Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, and there was apparent explant damage. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid on the outer tubing overlay, the lobe was distorted/bent, and there was blood in/on the lobe mechanism. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that the left ventricular lead dislodged. It was noted that the lead was damaged upon explant. Two attempts were made to replace the lead but both replacement leads had fixation difficulty due to the patient's anatomy. The lead was not replaced at this time, but an epicardial lead placement was planned. No patient complications have been reported as a result of this event.